Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced an abnormal transmitter behavior. Patient reported sensor was zapping and hurting him one day after the insertion. No additional patient or event information is available.